Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer alleged that the acuity waveforms were frozen and that it said "type go to resume". Once "go" was typed, the system rebooted successfully. This resulted in a temporary inability to centrally monitor pts, however, beside monitoring was not affected. There was no report of any pt harm as a result of the reported events. Note 1 for block a: the customer did not provide any pt info.